Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6597226, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with mentor smooth round moderate plus profile 500cc saline prostheses experienced spontaneous right sided deflation and left sided capsular contracture (baker grade unknown) post procedure. A medical diagnosis was received for the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-04921 for contralateral prosthesis report.